Event description:
Customer reported erroneous low white blood cells (wbc) test results were obtained for single pt while using the coulter hmx hematology analyzer with autoloader. There was instrument generated r (review) flag message for the wbc parameter. In addition the sample was run on secondary mode three times with total voteouts (-----) for wbc. Erroneous test results were reported out of the laboratory. The sample was rerun on another instrument, which generated higher result and was considered correct. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Erroneous wbc occurred on a specific sample which was analyzed in primary mode. The sample was drawn in an edta vacutainer. Previously run pt samples were not rerun to the last accurate acceptable run. Controls are run once per day. Controls run before the incident recovered within range. Printouts provided show controls run about an hour after the incident, recovered low and/or low out of range for the wbc parameter. Field service engineer cleaned the wbc count pathway, performed reproducibility tests, and verified operation and controls. The root cause is unknown. Of note: the instrument properly flagged the sample to alert the operator to review the sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.